Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was left in unipolar configuration and continues to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited polarity switch for unipolar impedance measurement that was higher than the bipolar measurement. The lead remains in use. No patient complications have been reported as a result of this event.